Event description:
It was reported that customer experienced pump screen that stayed dark and would not turn on while attempting to use backup pump during ongoing replacement process for primary pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to attempt multiple button presses, connect pump to known working power source, and wait for bootup sequence, but pump still did not power on, so customer planned to use multiple daily injections as backup insulin therapy and was already in process of receiving replacement pump, making loaner pump unnecessary.